Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was difficulty when trying to interrogate this device. This occurred before an explant procedure due to normal battery depletion. The device had not been interrogated for several years. Today, the automatic software update would stop after a few minutes. Technical services advised to reboot the programmer and try again. The device was successfully explanted and replaced. There were no adverse patient effects.